Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 99mg/dl, 193mf/dl, 183mg/dl, 172mf/dl. Tests were done < 10 minutes apart with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.